Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while completing the incomplete fissure in a lobectomy, the reload was bent at the junction of the reload and adapter. They added a little force to twist for them to unload the handle. The opened a second reload, and attached it to the handle, and same result. The black plastic where the reload was attached to an adapter broke off. The stapler was unable to fire. They opened another reload and attached it to a different handle to complete the case. They also noted that the status indicator lights, five white lights, handle indicator, adapter indicator, and reload indicator were solid. They were able to able to press the green button. There was no patient injury.